Event description:
New information received notes that the chest x-ray was performed on (B)(6) 2019, to ensure the proper location of the atrial lead. The results showed that the lead was not dislodged. Since the patient was asymptomatic, no intervention was planned or performed. The patient was stable and will continue to be monitored with regular in-clinic follow-ups.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the clinic for routine follow up. During device interrogation, noise was noted on the right atrial lead. A chest x-ray was ordered. The results of the x-ray were not provided. The patient was stable throughout the event.